Manufacturer narrative:
On an unreported date six or seven months ago or longer in 2020 or 2021, the event occurred. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as they did not follow sterile technique. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported). It was not reported if pd therapy was ongoing. At the time of this report, the patient's outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.